Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The caller did not know if the basal rate and bolus wizard settings were correct. Referred to the customer's hcp for the correct settings. Found a low battery alarm in the alarm history. The insulin pump passed the prime test, but the caller didn't have a tubing clamp for the high pressure test. The caller also wanted to report that the customer has been non compliant, and feels that the company representative should be notified. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.